Manufacturer narrative:
Unable to verify software due to cracked and bleeding lcd glass. Insulin pump received with cracked and bleeding lcd glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to cracked and bleeding lcd glass. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 600 plus mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with insulin drip at the hospital. The customer reported that they experienced nausea and dizzy as a symptom related to high blood glucose level. They also reported that the insulin pump had a partial display. They stated that the battery in use was double a battery lithium. They refused further troubleshooting and required replacement. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.